Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working it was not turning on and screen was blank. The customer was assisted with troubleshooting and the display did not return. Customer reported that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on electrical board. Device was received with missing display window cover. The p-cap locks properly into place.